Event description:
It was reported that during an attempted removal of this right atrial (ra) lead from an old competitor device the lead was found stuck in the header port, and part of the lead broke off. The lead remained stuck in the device. Due to the patients advanced age and that the patient required pacing intermittently it was decided to plug the atrial lead port on the new device and only connect the ventricular lead without placing a new atrial lead. If dual chamber pacing becomes necessary, a new atrial lead placement will be done electively. This ra lead was surgically abandoned, and part remained attached to the competitor device. No adverse patient effects were reported.